Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for an electrical reset during interrogation. Software was successfully uploaded and the device is still in use. No patient complications have been reported as a result of this event.